Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was having issues with the insulin pump. Customer stated when she entered her carbohydrates and she thought the device administered insulin but she ended up in the hospital three different times. Customer stated the doctor took her of the insulin pump and in now taking manual injections. Customer stated she has been having issues with the new device and previous device kept her blood glucose in control. Customer stated the device never alarmed no delivery. Customer was unsure if the tubing was kinked. Customer stated the first hospitalization was in the first part of (B)(6) and the last time was in (B)(6) . Customer does not recall specifics about the hospitalizations but remember one time she was over 900 mg/dl and she was in the ICU for five days. Two of the events paramedics were called the other one she went to the emergency room. No further information reported.